Manufacturer narrative:
Evaluations: examination of the returned sample confirmed the customer observation of cuff deflation with 8.0mm suctionaid tracheostomy tubes. A review of our complaints history confirmed this to be the first complaint for this product lot. Though there have been several complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales over 57,000 products annually. A further review of mfg records confirmed the presence of a 12hr inflation check carried out on 100% of products. Examination of the returned device: it was noted that a v-shaped tear of 0.8mm in length was found in the wall of the cuff approx 22mm from the distal tip of the tube. Root cause: it is not possible to assign a definitive root cause for this complaint. It is stated that these products were both pretested prior to use and only became deflated following insertion; as such the damage to the cuff cannot be the result of an assembly fault. We feel the most likely cause for this incident is that the cuff became damaged following insertion. The nature of the tear is typical of snagging during insertion through the stoma, possibly on tracheal cartilage.